Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is thought that physical stress was applied to the insertion part, causing the forceps channel to buckle and the event to occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a buckling forceps channel which did not allow forceps to be inserted smoothly. It was also noted that the coating of the insertion tube was peeling off (1 mm2 or more). There was no patient involvement.